Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the device was attached to the handle and the firing knobs were not fully retracted. The instrument was received engaged with the reload. The instrument firing knobs were advanced to the clamp up position and the articulation lever was in neutral position. Functional testing noted that the retract knobs were fully retracted and the reload jaws were opened. The reload was unloaded from the instrument without difficulty. The instrument was then successfully loaded with a representative single use loading unit (sulu). The instrument and reload were applied to test media. All staples were placed, and test media was cleanly transected. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the stapler would not go into firing when clamping the tissue. When the device was removed from the patient's body, the reload could not be removed from the handle. New handle and reload were used to complete the case. There was no patient injury.